Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the probe was broken at 15 mm from its distal end. Scratches were observed on the probe. Upon confirmation of the broken surface of the probe, it was discovered that cracks were progressing from the scratched area. No scratches or contact marks were observed on the non-insulated area of the grasping section. A likely cause of the phenomenon of the reported event might be the following: during the output activation in seal and cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. Scratches were generated on the probe. A force to activate the output in seal and cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. A force was applied to the probe causing it to break. The instructions for use includes the following statements that warn against the issue: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
As reported for this event by the customer, at the conclusion of a therapeutic total laparoscopic hysterectomy (tlh) procedure, when the device was removed from the patient body the device probe tip broke off by coming in contact with metal. Since the procedure was completed as planned, there was no delay and no other device needed to be used. There is no harm or adverse impact to the patient. Total procedure time was between two to five hours. The intelligent tissue monitoring (itm) setting was on during the procedure. Output settings were seal and cut (level 3), seal (level 3). Device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical equipment cords were bundled together. User of the device was a specialist doctor.